Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, deflation issue, collapsed pump, and migration are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not deflate all the way as it would remain semi-erect at all times. Additionally, the ipp would not inflate all the way, as the pumping bulb would go completely flat and would be unable to be pumped any further. Also, the tubing was sticking out from the base of his penis down to the scrotum. The ipp was attempted to be deflated through different techniques with no success. The physician reported that there was no issue with this ipp pump and sometimes the tubing would stick out on some patients. No additional information was provided.